Manufacturer narrative:
The reported high impedance was confirmed. Visual inspection of the lead identified a slight kink in the lead body where multiple internal wire were fractured. Electrical testing showed 5 of 8 channels were electrically open. This would cause the high impedance observed in the field. As the high impedance was observed prior to explant, the broken wires are consistent with the lead being subjected to an overstress condition while in vivo. Correction: h6 codes were updated, previous reporting neglected to mention that the device had returned for evaluation, although the conclusion was only just reached.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy dates are estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2021-02462. 3006705815-2021-02493. It was reported that high impedances were measured at the lead contacts. X-ray imaging confirmed that the leads had migrated. Reprogramming did not resolve the issue. There is possibly a problem with the ipg header contributing to the issue. As a result, surgery occurred in which the system was explanted and replaced, which resolved the issue.